Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a primary right knee replacement in 2013. Patient stated "soreness" but no additional issues or concerns. Patient would like to know if parts are subject to a recall.

Manufacturer narrative:
The following devices were also listed in this report: dcon p-fit stem cocr 23mmx80mm; cat # 64786430; lot # unknown. Size 11 scorpio right ts femoral component; cat # unk_jr; lot # unknown. Scorpio posterior femoral augment block; cat # unk_jr; lot # unknown. Ts offset adaptor; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, dimensional and functional inspections were not performed as the device remains implanted. Clinician review: no medical records pertaining to this event were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is noted that the patient inquired if aby of the devices are subject to a recall. Based on the catalog and lot code provided the reported device is not subject to a product recall. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported a primary right knee replacement in 2013. Patient stated "soreness" but no additional issues or concerns. Patient would like to know if parts are subject to a recall.